Event description:
Customer reported cracking and leakage of IV fluid at the upper fitment of the tubing. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.